Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residues in air water channel and auxiliary water channel. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reportable malfunction no image is traced to component failure. Additionally, the probable cause of white residues in air water channel and auxiliary water channel could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. The event occurred during inspection for use. There were no reports of patient involvement.